Manufacturer narrative:
A field service engineer (fse) was at the customer site to address the reported event. The fse confirmed the complaint by reviewing the printouts for testosterone (tes) test cup lot number e8124b1, which showed elevated results. The customer no longer had any remaining samples or test cups for this lot. The customer provided tes test cup lot # e9124b3 for fse to troubleshoot. The fse suspected the patient sample was the issue and conducted a comprehensive inspection of the analyzer. Fse also verified all temperature parameters and found no abnormalities. In addition, fse also performed precision tests using both level of controls and patient samples, all were within specified ranges. The fse validated the analyzer by successfully performing daily checks, running quality control (qc) without errors and within acceptable range. No further action required by field service. The aia-360 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints found during the searched period. A 13-month lot review for testosterone (tes) lot # e8124b1 from the date of 23apr2024 through the aware date 23may2025 was performed for similar complaints. There were two similar complaints identified during the search period including this case. The st tes, analyte application manual states the following: limitations of the procedure: for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack testosterone, the highest concentration of testosterone measurable without dilution is approximately 2200 ng/dl, and the lowest measurable concentration is 10 ng/dl (assay sensitivity). Although the approximate value of the highest calibrator is 2200 ng/dl, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 2200 ng/dl. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Samples from patients who had an injection of fluorescein, which is used in fluorescein fundus angiography, may cause falsely elevated results. Samples containing fibrin may exhibit either falsely elevated or falsely decreased results. Fibrin must be eliminated in the sample before assay begins. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. Quality control: in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: ¿ after calibration, two levels of controls are run in order to accept the calibration curve. ¿ the two levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). ¿ after daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve and the assay results before reporting patient values. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. Expected values: each laboratory should determine a reference interval which corresponds to the characteristics of the population being tested. As with all diagnostic procedures, clinical results must be interpreted with regard to concomitant medications administered to the patient 10. The most probable cause of the potential discrepant patient result was likely caused by patient sample problem, exact cause not established.

Event description:
A customer reported ongoing issue with unexpectedly high discrepant patient history testosterone (tes) results on the aia-360 analyzer. The falsely elevated results were run using test cup lot # e8124b1, with the latest occurrence documented at customer's site on 31mar2025; and only filed recently with tosoh. The analyzer is current on all scheduled maintenance; no issues have been noted with calibration and quality control (qc). The patient sample result for tes was 345.2ng/dl (provider expected less than low result for tosoh), the same sample was sent out to quest (reference laboratory) for data comparison and resulted with 22ng/dl. The customer stated that, according to clinical notes dated (B)(6) 2025, the patient has a history of elevated in-house testosterone lab result using tosoh analyzer, frequently contradicting external lab results from quest, where testosterone levels are reported as clinically expected. The patient is currently on 0.25ml of estradiol valerate and underwent orchiectomy in (B)(6) 2024. Post-surgical labs showed higher than expected testosterone levels. Patient reports generally feeling well but experienced increased irritability and worsening acne in march, now improved but some irritability persists. Mental health remains stable with lexapro. The patient was also referred to endocrinology due to elevated testosterone, in-house lab results were questioned, and quest was recommended for further testing. Patients have started estradiol injections but have not tried patches or oral pills. The customer is currently using tes test cup lot # e9124b3, and has requested a field service engineer (fse) be dispatched to confirm whether the test cup lot is functioning as intended. A field service engineer (fse) was dispatched for further investigation of the unexpectedly high testosterone (tes) result.